Manufacturer narrative:
Additional manufacturer narrative: the device was not available for return per the histology department at the hospital. The device history record (DHR) was reviewed and showed that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. In this case, the device was not returned to edwards for analysis. The root cause for the aortic stenosis, high gradients, ppm, and degeneration secondary to calcification cannot be conclusively determined at this time. However, it is likely that patient related factors and progression of the underlying disease may have contributed to the event. If new information becomes available, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information through it's implant patient registry that a 23mm aortic pericardial valve, implanted three (3) years, one (1) month, twenty (20) days was explanted and replaced with a 25mm aortic pericardial valve. Through follow up with the health care provider, it was learned the patient had an aortic root replacement and an aortic valve replacement due to severe aortic stenosis. The patient had high gradients with a mean of 45 mmhg due to premature degeneration secondary to calcification. The patient presented with symptoms of increasing dyspnea, fatigue and chest pain. The patient also had a coronary artery bypass graft x4 at the time that the explanted valve was implanted, the surgeon had to re-graft the circumflex using a non-dominant radial artery. However, this was not completed due to the dense adhesions around the lima pedicle. The surgeon also noted that the explanted valve was mismatched for the patient's size of 2.5 sq. Meters and had to enlarge the aortic annulus with use of a pericardial patch. The patient was reported in critical but stable condition. The device will not be returned.